Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was unable to disconnect the minicap transfer set from the homechoice cassette. It was stated this is the third time the patient had this issue. This was observed after use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b5: it was reported that the patient was unable to disconnect the minicap transfer set from the amia (previously reported as homechoice) cassette. Additional information: d1 (brand name), d4: catalogue #, d4: unique identifier (UDI) #, g1, g4 (ma/510k # or bla #), h3, h6 and h11. D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was returned for evaluation connected to a transfer set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The female connector of the transfer set was connected and disconnected using the returned amia patient connector and no issues were observed. The reported connection issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.